Event description:
Additional information received reported the lead break was possibly caused by the patient falling. Impedances had been measured to be high. After the lead was revised and reconnected to the implantable neurostimulator (ins), the patient¿s therapy was resumed. The patient was receiving effective therapy.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant medical products: product ID 3387s-40, lot# v366318, implanted: (B)(6) 2010, product type: lead; product ID 37642, serial# (B)(4), product type: programmer, patient; product ID 37092, lot# 233640001, implanted: (B)(6) 2010, product type: accessory; product ID 3387s-40, lot# v366318, implanted: (B)(6) 2010, product type: lead; product ID 37085-60, serial# (B)(4), implanted: (B)(6) 2010, product type: extension; product ID 37085-60, serial# (B)(4), implanted: (B)(6) 2010, product type: extension. (B)(4).

Event description:
Additional information received reported the patient was scheduled for a lead revision on (B)(6) 2015 due to a suspected lead fracture.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that there was a loss of therapeutic effect. The patient¿s tremors had returned. Tremors had started suddenly on (B)(6) 2014. The patient had not had any falls or traumas. The patient had trouble talking. Stimulation was confirmed to be on. Tremors were on the right side. Patient was at the hospital during the first part of the month and the healthcare professional had done something lower the settings but caller was uncertain what was done. The programmer was showing on and ok. Left was at 2.2v and the right was at 2.5v. The patient had not gone any higher than 2.6v and was only allowed to go to 2.7v. The patient had been trying to increase stimulation but then was turning it back down again. Additional information was requested but had not been received as of the date of this report.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported the patient had a loss of therapeutic effect. The patient had fallen in (B)(6) 2014 and they lost therapy on their left brain subthalamic nucleus. Prior to the fall the patient had great therapy. The patient had shocking all over their body. The manufacturing representative could not reproduce the shocking sensation when the ¿junction sites¿ were palpated. An x-ray was done and no fractures or disconnects could be seen. The patient was programmed to c+, 11-, and 10 ¿ on group c and c+, 9- on group d. Impedances were measured two weeks prior to this report and on the day of this report. Impedances for electrode pairs c/8, c/9, c/10, c/11, 8/10, 8/11, 9/10, and 9/11 were measured to be between 5,000 and 8,000 ohms when measured at 0.7v. Impedances were between 14,000 and 17,000 ohms when measured at 3v. On the day of this report, an exploratory procedure was done to determine if there was an issue with the lead. During the procedure, the lead and extension connection was cleaned before closing. Following the procedure the patient was attempting to turn stimulation down and they got a ¿call your doctor¿ icon and an out of regulation (oor) message. The patient was not able to adjust stimulation. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow up report will be sent.

Event description:
Additional information received reported the patient was still having tremors. The patient saw their healthcare professional (hcp) two months prior this report for additional programming. The hcp added group b and c, but the patient felt a shocking sensation throughout their entire body while using both programs. The hcp had recommended the patient go back to program a. The patient had an appointment with their hcp and an additional hcp to get a second opinion or consult.